Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and performed a collimator calibration. System operates as intended.

Event description:
Customer reported a discrepancy between real and virtual diaphragms and a collimator centering problem. No pt injury was reported.